Event description:
Experienced seizure activity [convulsion]. Fainted [syncope]. Incontinent of urine [urinary incontinence]. Vaso-vagal response [presyncope]. Case description: spontaneous report was received on (B)(6) 2011 from a nurse regarding a (B)(6) female patient, initials (B)(6) with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc-one, 6 ml in the left knee first. After receiving synvisc-one injection in the right knee, the patient fainted, experienced seizure activity and was incontinent of urine. 911 was called and the patient was taken to the hospital and admitted for an overnight stay. The patient was discharged from the hospital on (B)(6) 2011 and no follow-up information was available at the time. The nurse stated that the physician assistant thought the patient experienced a vaso vagal response. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The reporting nurse assessed the relationship between synvisc-one and the events as possibly related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number q1121, expiration date 03/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. See manufacturer's control number (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
The production and quality control documentation for lot number q1121, expiry date 03/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.